Event description:
Sorin group (B)(4) rec'd a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. Photographs were received for evaluation. It was determined that liquid penetrated into the touch screen, causing the reported issue. A CAPA was implemented to address this issue. A change order was generated as a corrective action. No nonconformities were noted during the device history record review regarding this issue.

Manufacturer narrative:
Sorin group (B)(4) mfg the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.